Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, when the sensor applicator was removed from the packaging out of the box, the needle was sticking out of the bottom. No additional event or patient information is available.